Event description:
The patient was visiting our dialysis unit for vacation and this was the patient's 7th dialysis treatment. The patient ha dbeen utilizing reuse dialyzers not only at our facility but also at the home facility. The patient was being dialyzed on the correct dialyzer but negative sterilant as verified by our staff at this center. The patient was admitted to the dialysis unit without any difficulty. Thirty seconds after dialysis was initiated the following symptoms occurred: patient complained of a funny taste and became diaphoretic and short of breath, machine stopped, blood pressure dropped to 110 over 76. Patient remained diaphoretic, oxygen was started and placed on cardiac monitor. The unit manager was notified and physician called. The blood pressure then dropped to 88/50, 500 cc of normal saline was given. The patient complained of numbness in legs and headache. A new dialyzer was primed without being treated with renalin and the dialysis resumed without any further incident. Blood pressure recovered to 142/70. Patient did complain of a headache even after dialysis was resumed.on june 10th the patient was started on dialysis using a reuse dialyzer treated with renalin. It was negative for sterilant as verified by our staff. Upon initiating dialysis again pulse was regular, breath sounds were clear, no complaints were voiced. Once dialysis started patient became dizzy and diaphoretic and short of breath immediately after dialysis started. Dialysis was again stopped, patient was placed on 02, the physician was notified and a new dry packed dialyzer was primed. Lab results ordered ware a cbc which were normal.it was recommended by the physician that the patient no longer be placed on processed dialyzers utilizing renalin and this recommendation has been forwarded on the patient'd home dialysis unitdevice not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.